Event description:
Pinnacle 360 25-gauge fine tip eckardt forceps was being used for eye surgery to peel membrane. The forceps were able to close initially, but then would not open to continue the procedure. Removed and used another forcep from the same lot #. No issues. Were able to progress the surgery. No harm to patient. Manufacturer response for forceps for the or eye surgery, pinnacle 360 25-gauge fine tip eckardt forceps (per site reporter). Contacted the sales rep.